Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger analysis of the recharger, model 97755 , s/n (B)(6) found recharge antenna failure with recharger problem, cannot continue, call medtronic message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that they were having quite a bit of trouble with keeping the recharger connected to the implanted neurostimulator to charge. Patient stated that the controller would blink on and off from the connection and the wire where it enters the paddle was very hot to the touch; patient added that the recharger relay box was also hot. Patient also noted that the light on the controller wouldn't stay green for very long. Patient noted that it was being very difficult to charge the implantable neurostimulator (ins) and that their implant was empty and they couldn't keep the implant charged long enough to charge. Patient mentioned that they got the message system problem rm03. Patient noted that they never recalled the recharger being hot before and that charging used to be fairly easy but recently it has been difficult. When asked for the event date, patient stated that it had been difficult to get the implant to charge with the controller shutting off a lot for a couple weeks, maybe the first of the month. An email was sent to the repair department to replace the recharger.